Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing separated. There was no patient or user harm. Although requested, no specific patient details provided.

Manufacturer narrative:
Additional information added to: b.7. The customer's report that the tubing separated was confirmed based on visual inspection . The separation was at the engagement of the mini y parallel connector outlet and tubing components. Visual inspection of the separated tubing end observed trace of solvent and dimensional analysis of the separated tubing was within specification. The customer provided a photo of a separated bifuse extension set model mz9265 from lot 18115824. No testing was deemed necessary due to the set separation. Visual inspection under magnification of the separated tubing end observed trace of solvent. The location of the solvent ring indicates that the tubing had been inserted to the proper depth within the parallel connector. Dimensional analysis of the separated tubing measured it to be within specification(s). Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause was not identified. Initial investigation suggested this event may be due to mechanical interference between the parallel connector receiving pocket and tubing component.

Event description:
It was reported that the tubing separated. There was no patient or user harm.